Event description:
Patient was returned to the intensive care unit with snoring respiration and use of accessory muscles. Snoring worsened to a studor. Approximately two (2) hours later, patient stopped breathing. Patient was intubated and a tooth was discovered obstructing the airway. The tooth was removed by forcep prior to intubation. Respiration improved after intubation with ventilator support. It could not be determined if the tooth was missing prior to surgery, after surgery or immediately post-op. Patient expired 12/14/91. It is not definitely known if a medical device caused the tooth to be dislodged from the patient's mouth. It is being reported only because there is probably that a device caused or contributed to the serious injury. It is possible that the device could have been an intubation bladedevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was not destroyed/disposed of.